Manufacturer narrative:
(B)(4).

Event description:
It was reported there was noise on the lead when the asymptomatic patient presented in the operating room for a scheduled lead revision. The noise was reproduced in-clinic. The lead was capped and replaced. The patient was stable when arrived in clinic.